Manufacturer narrative:
(B)(6). A sample was received for evaluation. A photo was also sent that showed the reported defect. Bd was able to confirm the complaint with a visual inspection. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5014790. A definite root cause has not been identified, most likely root cause is that the tube cracked prior to evacuator process either in molding or the first half of assembly.

Event description:
It was reported that the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had a crack at the bottom of the tube. Gel seemed to have leaked. No serious injury or medical intervention reported.